Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient experienced pain and actions taken included turning the therapy off between week 1 and week 6. No further complications were reported/anticipated.

Event description:
No new information was reported (device information was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that the patient had burning pain at the implant site. Interventions taken included reprogramming. The outcome of the event was noted to be recovering/resolving as of (B)(6) 2019. No further complications were reported/anticipated.